Event description:
The philips representative reported that in late 2008, the unit failed to discharge via the external paddles during use on a pt.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation. A follow up will be submitted upon completion of the investigation.